Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event was due to stress during use, external factors or handling. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 endoscope inspection" [inspection of entire endoscope] 5 raise and lower the forceps bed to ensure that there is no mucus, water droplets, or other foreign material in the space around the forceps bed. If a foreign object is found, immediately stop using the product and take necessary measures according to "6.2 inspection before each case. 11 visually check that the guide wire fixing groove on the forceps table is free of dirt. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the forceps riser on the evis lucera elite duodenovideoscope did not go down. The device was inspected prior to use, the issue was found during an unknown therapeutic procedure that was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the issue could not be reproduced. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the suction cylinder was shaved, the adhesive on the bending section cover had a crack / chip, the up / down knob was out of standard due to wear of the angle wire, and parts needed to be replaced due to annual inspection. The following had a scratch: the protector on the universal cord on the control section, scope connector cover unit, forceps elevator lever, forceps elevator knob, up / down / right / left knob, switch 1, switch box, scope cover, scope connector, universal cord, grip, control unit, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.